Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and two (2) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure, a type 3a endoleak was identified during a routine follow up. The patient was reported as stable. Physician is planning a re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak of the main body and right distal limb extension and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The event is most likely user related as the clinical assessment determined that at the index procedure, the common iliac anatomy is off label with a right distal diameter of 28.4 mm and the left distal diameter of 33.8mm (should be 8-25mm). This likely contributed to the type 3a endoleak. No procedure related harms for this complaint were identified. The final patient status was reported to be discharged home postoperative on day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and two (2) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure, a type 3a endoleak was identified during a routine follow up. The patient was reported as stable. Physician is planning a re-intervention. Additional information: the physician elected to implant an afx iliac limb stent graft to resolve this event. The patient was reported as doing well post this secondary procedure.